Event description:
--

Manufacturer narrative:
Additional information from the field notes that the non-bsc rv lead was explanted. The lead was returned to the original manufacturer for analysis. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Have contacted the field for additional information. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating that this device was explanted due to normal battery depletion. The device has been returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient has symptoms of a pulse in their neck. There is a documented history of right atrial (ra) lead and right ventricular (rv) lead noise. Boston scientific technical services (ts) reviewed a electrogram (egm) which shows a rhythm strip where p waves are not tracked. The egm shows complete heart block with an atrial rate is at 75 and ventricular rate that is pacing at 40 ppm. Ts also found rv noise, oversensing and pace inhibition for greater than two seconds. The rv lead is a non boston scientific lead. The physician will perform a lead revision. No adverse patient effects were reported.